Event description:
It was reported that left leg popliteal artery stenosis occurred requiring hospitalization and intervention. On (B)(6) 2025, the subject was enrolled in a clinical study using a 5.0 x 100 mm, 135 cm ranger drug-coated balloon study device. The target lesion was in the left proximal popliteal artery with 5 mm proximal reference vessel diameter and 5 mm distal reference vessel diameter with 100 mm lesion length with 80% stenosis and was classified as tasc ii d lesion. Prior to the treatment of target lesion with the study device, pre-dilation was performed using 5 mm x 60 mm sterling pta balloon. Treatment of target lesion was performed by dilation using 5 mm x 100 mm ranger drug coated balloon, study device. Following treatment, the final residual stenosis was noted to be 0%. On the same day, the subject was discharged. On (B)(6) 2026, the subject was noted with symptoms related to stenosis of left popliteal artery. On (B)(6) 2026, the subject was admitted to the hospital for further evaluation and treatment. On the same day, 325 days post index procedure, 90% stenosis noted in the left proximal popliteal artery was treated by balloon angioplasty using 5 mm x 80 mm non-boston scientific drug coated balloon. Post treatment, the final residual stenosis was noted to be 0%. The event was considered to be resolved and on the same day, the subject was discharged from the hospital.